Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced, deployed and released in the laa. After releasing the closure device, an effusion sweep was performed. A 1cm pericardial effusion was noticed. Blood pressure dropped slightly and protamine was administered. Blood pressure stabilized, and thickening on echocardiography imaging around the aorta was noticed. A pericardiocentesis tray was opened and physician performed a pericardial tap to treat the effusion. Approximately 170cc of bright red blood was drained from the pericardial sac. The patient was monitored for 15-20 minutes, and all vitals were stable, and no acute bleeding was noticed. Patient was sent to the intensive care unit (ICU) to spend the night. The patient remained stable and was discharged the next day.